Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced cardiac arrest for longer than two seconds. During the device check, the rv pacing impedance measurements were greater than 2,500 ohms and a lead fracture was suspected. It was noted that at the previous device check in (B)(6) 2012, no lead problems were observed. A revision procedure was performed and this lead was surgically abandoned. A new rv lead was implanted; the device was also replaced during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As the lead cannot be returned for analysis, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.